Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was recently hospitalized due to a blood glucose level of 60 mg/dl. The customer reported that her meter was incorrectly reading 511 mg/dl, so she treated for that, causing her blood glucose level to drop. The insulin pump was not replaced or returned for analysis.